Event description:
It was reported that a shaft break occurred. During a percutaneous transluminal coronary angioplasty (ptca), the shaft of a 2.75mm x 12mm liberté stent broke. All of the parts of the stent delivery system were successfully removed from the patient. The procedure was completed with another of the same device. There were no patient complications and the patient's condition after the procedure was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte stent delivery system (sds) with stent and no other devices. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There was a complete hypotube separation 83.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. There were numerous kinks throughout the hypotube of the device. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. During a percutaneous transluminal coronary angioplasty (ptca), the shaft of a 2.75mm x 12mm liberté¿ stent broke. All of the parts of the stent delivery system were successfully removed from the patient. The procedure was completed with another of the same device. There were no patient complications and the patient's condition after the procedure was fine.